Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Manufacturer narrative:
The investigation determined the root cause of the event to be displacement of the pin retention spring. The spring likely because displaced due to repetitive insertion and removal of pins during the life of the device. There is no indication at this time that the design, materials, or manufacturing of the subject device contributed to the event. Visual inspection: the returned device is in used condition with minor damages consistent with normal use. The inner square bore of the device shows significant wear around its opening indicating the device has been in use a prolonged period of time. The pin retention spring has been deformed and has been forced out of its circumferential groove into the bore of the driver. A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. If additional information becomes available, this investigation will be reopened.

Event description:
It was reported that the pin could not be inserted into the pin driver. It could not be inserted to the end.

Event description:
It was reported that the pin could not be inserted into the pin driver. It could not be inserted to the end.